Event description:
I had the essure done on (B)(6) 2013. The doctor did not give me a choice he said I needed to have this done in order to start the IV procedure. I have fibroid that blocked my tubes and he said this was necessary so the fluids will not drip into my uterus. Now I have been bleeding since sunday (B)(6) 2013 (26 days straight with no breaks). My doctor said he thinks it's because of the fibroid but I never bled like this with the fibroids. They never bothered me. I only had this since the essure device was inserted. I am (B)(6) old with no kids and I do not want a hysterectomy.